Event description:
It was reported that during a follow-up, high hvli was present on the rv lead. All other rv lead diagnostics were stable. The lead remains in service and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.